Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was from the probe of the instrument. The volume of the leak was 5ml and was not contained within the instrument. The operator was wearing personal protective equipment of lab coat, eye protection, and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, the customer identified that the diluent was empty. The customer replaced the dual diluent filters and addressed the leak. (B)(4).